Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement, the recanalization catheter allegedly failed to advance to the lesion during use in the right anterior and posterior tibials; therefore, the health care provider (hcp) retracted the catheter and discovered the guidewire was allegedly wrapped around the catheter. It was further reported that another guidewire and recanalization catheter were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned. Under microscopic magnification a portion of the guidewire was found to be uncoiled and was observed to be puncturing through the catheter. The catheter was still fully attached to the distal tip with no material separation noted. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the guidewire was unable to be advanced through the catheter due to the uncoiling of the guidewire. The guidewire was able to be retracted from the catheter with resistance. The outer catheter was then removed at the location of the outer catheter puncture and the guidewire lumen was examined under microscopic magnification and was found to be punctured. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for device-device incompatibility and a puncture in the catheter, as a portion of the guidewire was found to be uncoiled and was puncturing through the catheter. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement, the recanalization catheter allegedly failed to advance to the lesion during use in the right anterior and posterior tibials; therefore, the health care provider (hcp) retracted the catheter and discovered the guidewire was allegedly wrapped around the catheter. It was further reported that another guidewire and recanalization catheter were used to complete the procedure. There was no reported patient injury.